Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the patient was doing ¿really well¿ for a long time, but one month ago the patient was going to the bathroom 3-4 times a night, rather than once a night before. The patient was current on program 3 at 6.7v and was feeling stimulation in the bicycle seat area. It was noted that the patient was at 4.0v when they received therapy. No falls or traumas were reported in relation to the patient¿s loss of effect. It was noted that the patient described their current stimulation feeling as a "little twing." It was reported that the patient could feel when it "goes off and when it comes on" and that they could feel it and then for a couple of days and then they couldn't feel anything again. It was reported that all of the sudden the patient wouldn't feel anything and wasn't sure if it was them or if it wasn't working. The patient got up about 3 times at least to go to the bathroom and knew it was not working. Additional information received reported that the patient had no concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v926979 serial# implanted: (B)(6) 2012, product type lead (B)(4).